Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-00556; 2017865-2020-00558. It was reported that the patient has deceased. There was no allegation from a healthcare professional that the death was related to the dual chamber implantable cardioverter defibrillator system. The cause of death was coronary artery disease.

Manufacturer narrative:
A partial lead was returned measuring 6.0 cm. For patient death. Visual examination found no anomalies other than procedural damage. No conductor fractures or internal shorts were found.